Event description:
Healthcare professional reported "deflation" and "exchange from textured to smooth breast implants". Healthcare professional later reported "particles in valve". This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.